Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest the patient was a former smoker which caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), approximately 3 years and 2 months post transcatheter aortic valve replacement (tavr), the patient presents with shortness of breath and fatigue with a failing sapien 3 valve. The reported valve dysfunction is paravalvular leak and intervention is required. The gradient (peak/mean mmhg): 11, valve area/index (cm^2): 1.24, and no leaflet issue reported. The tavr is planned. After reviewing the medical records provided, the patient is a 78-year-old male, with a complex cardiovascular and medical history including aortic stenosis, mild mitral and tricuspid regurgitation, heart failure with preserved ejection fraction, coronary artery disease status post pci with stents in 1999 and 2016 and three-vessel CABG in 2003, paroxysmal atrial fibrillation, av block, hypertension, hyperlipidemia, type ii diabetes mellitus, chronic kidney disease, cirrhosis, iron deficiency anemia, dyspnea on exertion, fatigue, prior tobacco use, depression, anxiety, and prostate cancer, who underwent tavr with a 29 mm sapien 3 valve on (B)(6) 2023. Approximately three years and one month post implantation, the patient developed progressive shortness of breath and fatigue, and a report by a field clinical specialist identified valve failure due to paravalvular leak. A transesophageal echocardiogram performed on (B)(6) 2026 demonstrated a tavr valve with moderate paravalvular aortic insufficiency, and subsequent records confirmed severe paravalvular regurgitation as the cause of valve dysfunction. Given persistent high surgical risk, the treatment plan is balloon expansion of the existing transcatheter valve. At the original implantation, the 29 mm valve was overexpanded by 6 cc, and it was later considered that valve recoil and/or progressive annular separation contributed to the current severe paravalvular leak. There is concern that additional balloon expansion may result in central aortic insufficiency due to impaired leaflet coaptation, and this risk was reviewed with the patient, who agreed to proceed with valve-in-valve implantation should this complication occur.